Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Device not returned.

Event description:
It was reported that the implant (tsv4b13) was missing from the blister pack. Procedure was completed with another implant.

Manufacturer narrative:
No product was returned for evaluation. A visual inspection of the photographs provided identified an outer vial and the outer box. The tamper evident ring on the green cap of the vial was broken a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a missing component, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecularmetal implants (4869 rev 7 ¿ 01/16) sterility. All implants have been gamma radiation sterilized and are for single use only. Do not re-sterilize implants. Zimmer dental prosthetic and ancillary components are sold sterile ornon-sterile. Refer to the specific packaging for verification of sterility. Sterilize non-sterileproduct prior to use in patients. Some zimmer dental products that are sold sterile are forsingle use only; refer to specific packaging for single use only designation. Shelf life the product expiration date is indicated by the hourglass symbol on the product label,followed by the year, month, and sometimes day of expiration. Caution: do not use sterile devices if the packaging providing the sterile barrier, includingthe outer cap, vial, tyvek®** lid, or tray has been damaged or compromised in any manner (i.e. Cracked, crushed, torn or peeled away). Product packaging. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Based on the event reported, there is no probable cause identified related to the instructions for use of the device. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the subject event were documented as part of the DHR. Lot was inspected and accepted by qa. The complaint could not be verified, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The DHR review identified that the implant was secured to fixture mount during in-process and final inspection. All operations and inspections were executed as per applicable procedure. The exact details of the device condition when received by the customer are unknown. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: (B)(4). G1: contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: d2: device common name.

Event description:
No further event information available at the time of this report.